Manufacturer narrative:
The device was not returned to the manufacturer for investigation. If the device is returned, a f/u report will be filed.

Event description:
It was reported that about 150 ml of blood was collected by this unit. The collected blood could not be re-infused and was discarded. The surgeon made the decision not to give a blood transfusion from either a blood bank or pre-donated blood. No re-infusion was performed.